Event description:
The customer reported that during the ablation procedure, they experienced unstable temperatures and alarms from the generator, resulting in interruptions in the procedure. The doctor was not satisfied with the result and stopped the procedure. There was no injury to the pt, but an additional procedure may be necessary in the future.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it had not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained. A follow-up report will be submitted.